Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73l1600563 did not show issues related to complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The first clip got stuck in the applier and did not come out. Therefore, another auto endo applier was used. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the rotation tab bent. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly. This was repeated with the same result. The device was disassembled to inspect the internal components. Upon disassembly, no additional damages were found. The damage to the rotation tab is preventing the clips from loading properly into the jaws of the device. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. No other defects or anomalies were observed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the other remarks: ligating clip." The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. One device was returned. The device was found to have a bent rotation tab which could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. Upon functional inspection, the clips were unable to properly load into the jaws of the device. The device was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
The first clip got stuck in the applier and did not come out. Therefore, another auto endo applier was used. There was no patient injury.